Event description:
The patient via a manufacturer representative reported that the patient would experience a shocking sensation for one or two seconds when they turned their stimulation up and then it would resolve. The impedances were checked and all were around 1,000 ohms and normal. The issues were not related to positional movement. The patient noted that it seemed like it happened more when sitting but it was not exclusive to the sitting position. These issues started after adaptive stimulation was enabled on the week of (B)(6). The patient was happy with the stimulation and therapy outside of this issue. The patient was going to keep a log of instances when they experienced the issues. They were receiving therapeutic benefit. The patient was implanted for spinal pain.

Event description:
Additional information received from the manufacturer representative (rep) indicated that they were able to reprogram the implant and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.